Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for prolapse treatment. During the procedure, the dart detached from the suture. It remained in the ligament, and it is suspected that it did not insert properly into the carrier; therefore, it was cut off during the placement. The physician attempted to remove the dart, but it was too small to be removed and remained on the ligament. Over time, the body will eventually encapsulate it. The procedure was completed with another capio slim. The patient felt pain and discomfort as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.